Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the left ventricular lead dislodged to the main branch of the coronary sinus and there was "no capture in any vector". The lead was explanted and replaced. No patient complications were reported as a result of this event.